Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device was over delivering by 10.4 percent. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information was received. I can't find an event report in our system that would indicate that the problem occurred on a patient.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. During functional testing, the customer's reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be out of specification delivery. Recommend expulsor to be replaced.